Event description:
The customer returned an obturator and sheath because the tip of the obturator was locked and would not angulate. The obturator locked while in the sheath. The physician attempted to remove the locked obturator from the sheath and this caused the ceramic break of the sheath to crack.